Manufacturer narrative:
Product analysis conclusion; the reported vessel thrombosis that was a factor in the subsequent death of the patient could not be assessed on the films provided; however, patient anatomical considerations that were likely to have contributed to the event could be appreciated on the 3d mensio report received. Post-implant CT¿s were not available for review of the thrombosed vessels and the stent graft in-vivo configuration could not be evaluated. It is most likely that the patient¿s narrowed, thrombosed and calcified access vessels were the causes of the reported leg thrombosis that required intervention. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: s ensh1628w, serial/lot #: (B)(4), ubd: 20-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 60 mm abdominal aortic aneurysm. Sentrant sheaths were also used during the index procedure. It was reported that 2 days post the index procedure, the patient died from multi organ failure after reintervention after chevar procedure to treat thrombosed legs. It was reported per the physician the events were not device related but related to the procedure and thrombosed leg after procedure. As per the physician, cause of the event was anatomy, due to thrombosed legs and small calcified outflow vessels. No additional clinical sequalae were reported.